Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported paramedics being called to her home in response unconciousness due to low blood glucose levels. Customer had previously been pregnant and gave birth in (B)(6) of 2014, causing her to readjust her insulin levels. Customer stated that prior to event, there were no discrepancies on the data table report. Blood glucose levels at time of reporting was 117 mg/dl. Nothing further reported.